Manufacturer narrative:
Device used for treatment and not diagnosis. The measurable dimensions found to be in compliance with the technical drawings and ao asif specifications. The view of the broken surfaces does not show any anomalies of material structure, what indicates material conformity as well. Unfortunately we are not able to determine the exact cause of failure. We can only assume that too much mechanical force had been applied during the surgery. No product fault could be detected.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during the operation, the drill bit instrument broke. Reportedly there was no impact on the procedure and the operation was finished successfully. The broken part has been discarded of.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation is ongoing.